Event description:
It was reported that the lead exhibited oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 1188t lead implanted: 1996-(B)(6). (B)(4)